Event description:
Boston scientific received information that this patient was experiencing atrial fibrillation and atrial flutter. The patient's history is remarkable for a hospital admission due to septic shock. Currently the patient resides in ICU and was unresponsive. Right ventricular (rv) lead impedances have been reported to have slightly increased. Additional information received from the local sales representative that programming changes were initiated in response to the patient's clinical presentation (high ventricular rates). The local representative was unaware of the root cause of the septic shock.

Manufacturer narrative:
At this time the device remains in service. Should additional information be received this investigation will be updated.